Event description:
It was reported that a change of impedance was noticed when the right ventricular (rv) lead was connected to new device and oversensing observed. It was also reported that an increase in threshold was observed. The patient was scheduled for re-evaluation in three months. The rv lead remains in use, and no patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).